Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("she says that since she had essure inserted she had a headache and thought the cause was essure.") In a 41 year-old female patient who had essure inserted (lot no. 20224432) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leg pain, multiple telangiectases, arterial hypertension, parity 2 (caesarean sections), gravida ii, menarche (13 years old.) And obesity (bmi 30.8). Denies sexually transmitted diseases. Denies drug allergy. Denies blood transfusion. Denies drinking or smoking and sedentary. Denies family history of gynecological neoplasia or thrombosis. Previously administered products included: losartan. The only concomitant product mentioned was diane (cyproterone acetate;ethinylestradiol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain lower ("symptoms on the day of insertion: lots of cramps"). Essure was removed on (B)(6) 2020. On unknown date she experienced headache (seriousness criterion intervention required), pruritus ("pruritus"), rhinitis allergic ("allergic rhinitis") and rash maculo-papular ("micro-papules and significant itching on her face."). The patient was treated with loratadine and prednisone as well as surgery (total hysterectomy and salpingectomy on (B)(6) 2020). At the time of the report, the headache had resolved. The outcomes for pruritus, rhinitis allergic and rash maculo-papular were unknown. No causality assessment was received for essure with regard to headache, pruritus, rhinitis allergic, rash maculo-papular or abdominal pain lower. The reporter commented: removed an essure and 5 days later she never had a headache again. G2 pc2 a0 (pregnancy 2, birth 2, scar 2, abortion 0). Symptoms in other days and months after insertion - nothing / no symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.863 kg/sqm. [Abdomen scan] (date unknown): globular, hydroaerial resonance (har) present and normoactive, flaccid and painless. No massive viscera or glandular masses (vmg) or palpable masses. [Auscultation] (dates unknown): 2-stroke normophonetic rhythmed sounds (nfrs 2t) without murmurs. And physiological vesicular murmur (pvm) without adventitious noises (an). [Physical examination] (dates unknown): good wellbeing (gwb), stained, hydrated, anicteric and acyanotic. And mucous membranes stained and hydrated. Flaccid abdomen, extensive adipose tissue, painless on palpation, absence of palpable masses. Pubic hair of gynecoid conformation and quantity. Trophic vulva, with labia majora and minora with normal dimensions without changes. Speculum examination revealed a normotrophic vagina. Vaginal secretion with characteristic and usual appearance, colour and odour. [Ultrasound scan] on (B)(6) 2020: uterus vol 58.4 cm3; endometrial thickness 6.5mm. Right ovary: vol 60.7 cm3 - cyst 5.1 cm. Left ovary: vol 2.7 cm3. [X-ray] on (B)(6) 2014: device location: pelvis - distance between microdevices: 3.2 cm; on (B)(6) 2019: normally positioned essure; (date unknown): trophic tonsils. Absence of hyperaemia or exudates. Lot number: 20224432 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("symptoms on the day of insertion: lots of cramps") in a 41 year-old female patient who had essure inserted (lot no. 20224432) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leg pain, multiple telangiectases, arterial hypertension, parity 2 (caesarean sections), gravida ii, menarche (13 years old.) And obesity. Denies sexually transmitted diseases. Denies drug allergy. Denies blood transfusion. Denies drinking or smoking and sedentary. Denies family history of gynecological neoplasia or thrombosis. Previously administered products included: losartan. The only concomitant product mentioned was diane (cyproterone acetate;ethinylestradiol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. On unknown date she experienced pruritus ("pruritus"), headache ("she says that since she had essure inserted she had a headache and thought the cause was essure."), rhinitis allergic ("allergic rhinitis") and rash maculo-papular ("micro-papules and significant itching on her face."). The patient was treated with loratadine and prednisone as well as surgery (hysterectomy & bilateral salpingectomy on (B)(6) 2020.). At the time of the report, the headache had resolved. The outcomes for abdominal pain lower, pruritus, rhinitis allergic and rash maculo-papular were unknown. No causality assessment was received for essure with regard to headache, pruritus, rhinitis allergic, rash maculo-papular or abdominal pain lower. The reporter commented: removed an essure and 5 days later she never had a headache again. G2 pc2 a0 (pregnancy 2, birth 2, scar 2, abortion 0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.863 kg/sqm. [Abdomen scan] (date unknown): globular, hydroaerial resonance (har) present and normoactive, flaccid and painless. No massive viscera or glandular masses (vmg) or palpable masses [auscultation] (dates unknown): 2-stroke normophonetic rhythm sounds (nfrs 2t) without murmurs. And physiological vesicular murmur (pvm) without adventitious noises (an) [physical examination] (dates unknown): good wellbeing (gwb), stained, hydrated, anicteric and acyanotic and mucous membranes stained and hydrated. Flaccid abdomen, extensive adipose tissue, painless on palpation, absence of palpable masses. Pubic hair of gynecoid conformation and quantity. Trophic vulva, with labia majora and minora with normal dimensions without changes. Speculum examination revealed a normotrophic vagina. Vaginal secretion with characteristic and usual appearance, colour and odour. [Ultrasound scan] on 08-apr-2020: uterus vol 58.4 cm3; endometrial thickness 6.5mm. Right ovary: vol 60.7 cm3 - cyst 5.1 cm. Left ovary: vol 2.7 cm3. [X-ray] on 28-jan-2014: device location: pelvis - distance between microdevices: 3.2 cm; on 23-oct-2019: normally positioned essure; (date unknown): trophic tonsils. Absence of hyperaemia or exudates a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.